Event description:
It was reported that the physician broke a lead when trying to reposition a needle during trial procedure. The lead was replaced, and the patient was doing well postoperatively.

Event description:
It was reported that the physician broke a lead when trying to repositioned a needle during trial. The patients lead was replaced and that the patient was doing well postoperatively.

Event description:
It was reported that the physician broke a lead when trying to repositioned a needle during trial. The patients lead was replaced and that the patient was doing well postoperatively.

Manufacturer narrative:
Sc-2316-50e, sn: (B)(6). The returned lead was analyzed and visual inspection found that the lead body is partially sliced. The damage is likely due to not following the instruction on how to how to use the insertion needle. No cables are exposed at the damaged portion of the lead. The allegation of lead body damage was confirmed. Damage found on the lead is likely due to not following the instruction on how to how to use the insertion needle. Therefore, the probable cause selected is unintended use error caused or contributed to event.